Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of it remained inside- vagina [foreign body in reproductive tract]. Took the tampon out I noticed that half of it remained inside [complication of device removal]. Removed the tampon. Something tore [device breakage]. Case description: consumer reported via phone that the tampon tore during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of it remained inside- vagina [foreign body in reproductive tract] took the tampon out I noticed that half of it remained inside [complication of device removal] removed the tampon... Something tore [device breakage] consumer reported via phone that the tampon tore during removal. No serious injury was reported.